Event description:
Attorney alleges the plaintiff has suffered injuries, pain and discomfort, the particulars of which include: permanent damage to the temporomandibular joint and jaw; total disability and impairment of strength and endurance; emotional upset.